Event description:
Dealer advised will trigger by breathe the first four or five times but then it quits and then you have to almost snort to trigger and then causes unit to alarm. Dealer advised just received back form (B)(4) for rattling noise....(B)(4).